Event description:
Evaluation summary: the stent graft was still loaded in place. There was crease damage at 72 cm from the edge of the product label end. The crease was on the top surface and lightly extended to the side. A second minor crease at 65 cm. There was a severe kink on the sheath at 13 cm distal to the front grip handle. The crease on the carton does not line up with the kink on the sheath. The two parts of the tray were not fully snapped together. There was anterior nick damage to the tray that lined up with location of the sheath kink damage. There was corresponding damage to the bottom side of the tray. Some force impacted the tray and caused the tray two parts to become loose at the snap-on point. There was damage to the seating tray which indicated it was impacted by some force. It was not possible to conclusively determine how the damage to the tray occurred, but it is possible it was during handling or shipping. It was determined that this failure was not manufacturing related.

Event description:
An endurant bifurcated stent graft was chosen to be implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. The stent graft was opened and it was reported that the device was bent coming out of the package. The device was not used. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: bent out of box. No conclusion can be drawn as limited information was received.